Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer had intermittent telemetry issues. It was observed during analysis that the programmer exhibited autonomous cursor movement, and the cursor alignment and finger tracking were inconsistent when interacting with the touch screen. Additionally, it was determined that the upper display hinges were broken, the personal computer memory card international association (pcmcia) assembly was damaged, and the handle covers were also broken. Reconfigured the hard drive and reloaded software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer had intermittent telemetry issues. It was noted that when an attempt was made to interrogate, the first light on the signal bar of the radiofrequency (rf) head blinked yellow or green, however, the programmer failed to recognize or interrogate the device. The programmer¿s screen remained stuck on the initial menu. Replacing the rf head temporarily resolved the issue, but the problem reoccurred even with the replacement wand. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.